Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error alarm noted during testing. Low battery alarm noted then power error alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump alarmed power system error and customer was assisted with troubleshooting. There was no evidence that the alarm was resolved during troubleshooting. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.